Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5080309) on 29-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe stabbing pain in the right side then eventually to the left side from back") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("severe stabbing pain in the right side then eventually to the left side from back"). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain outcome was unknown. The reporter provided no causality assessment for back pain and pelvic pain with essure. The reporter commented: serious injury criterion: required intervention, other (important medical event)were reported, but not specified and/or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080309) on 29-oct-2018. The most recent information was received on 06-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe stabbing pain in the right side then eventually to the left side from back") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("severe stabbing pain in the right side then eventually to the left side from back"). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain outcome was unknown. The reporter provided no causality assessment for back pain and pelvic pain with essure. The reporter commented: serious injury criterion: required intervention, other (important medical event) were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.